Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change on an ilet, the user rewound, inserted a new cartridge, connected tubing, observed drops, and as they were about to fill the cannula the cartridge became dislodged; the user reinserted the cartridge and completed the cannula fill while connected, and later sought confirmation that excess insulin had not been delivered. Symptoms included transient hyperglycemia, with a reported peak of 200 mg/dl for approximately 45 minutes. Outcomes included no alerts for severe hyperglycemia, no ketone testing, no use of backup therapy, no medical intervention, and no need for assistance. Investigation included troubleshooting and education on supply change technique, including ensuring disconnection from tubing when reseating a cartridge and confirmation that after a rewind the piston remains at the bottom aligned with the cartridge plunger. Investigation of this case revealed no device alarms and that the event was related to handling during infusion set and cartridge change while connected through the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that user technique during cartridge reseating was the most likely cause.